Event description:
It was reported the device displayed -motor rate- error. The event did not occur while the pump was in use with a patient. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had a chip on top case and crack on right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Main board did not operate as intended so it was replaced. Normal wear was found, main board was over 15 years. The cause of the reported problem was traced to component failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: h4: correction: device manufacturing date: 2/8/2011.